Event description:
It was reported by the attorney that the plaintiff was caused to be damaged by a post operative infection due to contaminated vicryl sutures employed in closing incisions and/or wounds during surgery.